Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls and adjustments were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument and spinner speed. The cse ran water test and the customer ran quality control which was within 2 standard deviation acceptable range, but lower. The cse determined that the quality control material was not fresh. Quality control was acceptable after running with new adjustors and fresh quality control material. The customer also replaced the kit lot for ipth. No other discordant results were obtained. A siemens headquarters support center (hsc) specialist reviewed the in-house data for ipth kit lot used, and found that it meets all release criteria. The hsc specialist concluded that pre-analytical factors could not be ruled out as the potential cause of the discordant, falsely low ipth result. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth result.

Event description:
The sample was repeated in duplicate for intact parathyroid hormone (ipth) on the same instrument, resulting higher than initial result both times.

Manufacturer narrative:
The initial MDR 2247117-2018-00033 was filed on (B)(6) 2018. Additional information (30-apr-2018): the sample was repeated in duplicate for intact parathyroid hormone on the same instrument, resulting higher than initial result both times. Sections has been updated with this information.